Event description:
It was reported that the patient felt the ¿battery give out juice,¿ then all of a sudden it went off on (B)(6) 2015. A coupling problem was reported; the patient was unable to get any coupling boxes while charging. On the day of the report, the implantable neurostimulator (ins) was at about 1/4 charge. It was noted that the patient got all the coupling boxes while charging on thursday ((B)(6) 2015), but did not get any coupling boxes on the day of the report. The boxes were present, but not shaded in. The insr displayed the warm antenna screen, and antenna removal was recommended to ¿let it sit for a bit to cool off.¿ the antenna locate feature was used, but the patient did not get coupling boxes. The patient still had concerns regarding the device or therapy, and an appointment was scheduled for (B)(6) 2015. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).